Event description:
It was reported patient attending clinic. Venipuncture required. Piccline leaking large amounts, potentially fractured. Leaking noticed at exit site considerably. Infusional services department contacted. Advised to remove as per protocol. Piccline removed and sent to infusional services department as requested.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx0135 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in ireland. Device not returned for evaluation.